Event description:
The pt stated that his infusion device continued to show an e10 (cartridge error) even when the insulin cartridge was not in the infusion device. He attempted to clear the alarm and reset the infusion device for a full cartridge but the infusion device continued to alarm with an e10. When the pt attempted to retract the piston rod, the infusion device make a clicking noise and then alarmed with an e10 again. The pt inserted a new insulin cartridge and when he attempted to remove it the piston rod got stuck on the plunger and insulin leaked inside of the cartridge compartment. The patient did not report any affect to his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.